Event description:
A complaint was received stating that a pt was explanted because the device did not help her. No further info is available.

Manufacturer narrative:
The explanted device will not be returned.